Event description:
It was reported to philips that the capnometer was malfunctioning and there was no co2 measurement. The issue was found during bench repair. No user or patient harm.

Event description:
This report is based on information provided by a third-party service engineer and a technical product engineer has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device capnometer malfunction and there is no co2 measurement. The issue was found during bench repair. No user or patient harm.

Manufacturer narrative:
Event date updated to 27apr2025. Component and conclusion code updated.